Event description:
On 5/18/88, the 33-yr-old female rptr underwent surgery for placement of breast implants under the muscle of the chest. Four yrs after surgery several persistant problems became apparent: dry throat and nose (including continual blood seepage from nose), new allergic reactions to pollens, chemicals and penicillin, painful left chest spasms, increase in frequency and severity of cold sores, now including the eyes, aching joints, memory problems and trouble with cognitive thinking, depression and sporadic rashes on face.